Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for routine check with episodes of non- sustained lead noise. Data review indicates that there was a mismatch between the near-field and far-field channels. No further information is available at this time.